Event description:
The ge oec 9800 fluoroscopy system was subjected to a water leak and possible water infiltration into tube housing or image intensifier.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed the tube and image intensifier covers to remove any residual water and assure sys integrity. No issues found and sys checked out okay. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.